Event description:
It is reported that during the intervention of a vein graft to the om vessel an issue occurred with a sprinter legend 3.00 x 12 mm balloon. The balloon is reported to have crossed the lesion over the filter wire and was inflated. Multiple attempts were then made to deflate the balloon. The balloon could not be deflated so the physician pulled the balloon back into the aorta. The hypotube was cut but the balloon would not deflate. The physician tried to remove the balloon but it would not come through the guide catheter as it was still inflated. The physician then removed everything. The procedure was completed with a new catheter and balloon successfully. There were no reported patient complications.

Manufacturer narrative:
Evaluation results: (root cause could not be identified). No results available since no evaluation performed (device or procedural images were not returned for review). Evaluation conclusions: (root cause could not be identified). Unable to confirm complaint (device or procedural images were not returned for review). (B)(4).